Event description:
Customer's parent called to report the pump was unable to escape from manual prime when the insulin was coming out. Device was not dropped, bumped, or exposed to moisture. A new infusion set was tested with the same results. Customer was advised to revert to manual injections.